Manufacturer narrative:
MFR received date: 02 jul 2019. Date of report received: 10 jul 2019. A visual inspection of the gas delivery system (gds) assembly revealed no evidence of damage or contamination. During testing of the gds assembly, it was determined that a defective u1 component on the air flow sensor printed circuit board assembly caused the reported air and oxygen flow accuracy failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11april2019. Phone number not provided. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit's oxygen flow was inconsistent. There was no patient involvement. The manufacturer's field service engineer (fse) performed remote troubleshooting. It was believed that the customer possibly had the unit connected to a flow analyzer and this was causing the inconsistent flow rate. The customer was advised t hat the flow sensor and/or solenoid valve could possibly require replacement as well. Event date not specified, estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 28may2019, date of report : 02jun2019. The manufacturer's field service engineer (fse) performed remote troubleshooting. It was believed that the customer possibly had the unit connected to a flow analyzer and this was causing the inconsistent flow rate. The customer was advised t hat the flow sensor and/or solenoid valve could possibly require replacement as well. The fse went onsite to the customer's location but was unable to duplicate the reported event. The fse replaced the flow sensor assembly and solenoid valve as a precaution. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.